Manufacturer narrative:
Section a1 - patient identifier complete entry = sample ID (B)(6). All available patient information was included. Additional patient details are not available. An abbott field service representative (fsr) was dispatched due to the customer reporting a falsely decreased creatinine result on an alinity c processing module, serial number (B)(6). Through an extensive investigation, the fsr found a yellow substance around the r1 alinity c-series reagent probe. The alinity c-series reagent probe, list number 04s49-01, needed to be replaced and calibrated, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed falsely decreased alinity c creatinine results for three patients. The following data was provided: sample ID (B)(6) initial result was 0.31, repeat, on another analyzer, was 3.20 mg/dl. Sample ID (B)(6) initial result was <0.20, repeat, on another analyzer, was 2.42 mg/dl. Sample ID (B)(6) initial result was 0.22, repeat, on another analyzer, was 2.97 mg/dl. There was no impact to patient management reported.

Event description:
The customer observed falsely decreased alinity c creatinine results for three patients. The following data was provided: sample ID (B)(6) initial result was 0.31, repeat, on another analyzer, was 3.20 mg/dl sample ID (B)(6) initial result was <0.20, repeat, on another analyzer, was 2.42 mg/dl sample ID (B)(6) initial result was 0.22, repeat, on another analyzer, was 2.97 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.